Event description:
The following information was reported: the sealant was stuck to the wire inside the delivery system. Manual compression was applied for 30 minutes or less. The patient was not hospitalized due to the mynx device/mynx procedure. Procedure type: intervention vessel type: peripheral vessel size: 6 mm stick location: low sheath size: 6f.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The sealant was located 5 mm from the balloon and the advancer tube was engaged to the proximal tamp lock. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. A portion of the sealant was found adhering to the inside wall of the shuttle cartridge. If the device was exposed to an elevated temperature, the sealant grip tip may have adhered to the shuttle cartridge. Then during the retraction of the shuttle to the catheter handle, the sealant could have followed the shuttle tube out of the tissue tract. Based on the information received and the investigation performed, the root cause of the reported event could not be conclusively determined. The review of the lhr (lot f1426701) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).